Manufacturer narrative:
This product is not marketed in the us. Device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -18.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020 . On (B)(6) 2021 the lens was explanted due to endophthalmitis being observed. No diagnostics was performed. Anti-inflammatory was perscribed. Problem resolved. Reportedly, "there was a late suspect of endophthalmitis/uveities after lens implanted."